Manufacturer narrative:
The lens was returned in a micro centrifuge vial with some moisture on it. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The patient's post-op best corrected visual acuity (bcva) was found to be 20/24. This information should have been included in the initial MDR. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -3.75 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.